Event description:
Reportedly, the patient came to the clinic with symptoms of dizziness, the physiologist was unable to interrogate the device and there was no evidence of pacing. The device was explanted and returned for analysis. We were informed that in a previous follow-up, a delay was observed to return to programmed pacing mode during a sensing test. It should be noted that this device was listed in group no. 1 of the field safety notice issued in (B)(6) 2005 related to metal migration on symphony / rhapsody. This field action was recorded under recall # z-0266-06 and recall # z-0267-06 in the united states.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.